Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature eri was observed on the device. Patient is currently being monitored. No further information.

Event description:
New information available on (B)(6) 2016 states that, the device was explanted and replaced on (B)(6) 2016. There were no patient consequences.